Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a varicocele using ruby coils. During the procedure, the physician successfully detached and deployed all ruby coils using another manufacturer's microcatheter except for one ruby coil. While advancing the ruby coil through the microcatheter, the physician met resistance and the ruby coil pusher assembly became kinked. The distal end of the ruby coil entered the patient's body but the proximal end did not and was contained in the microcatheter the entire time. The physician removed the ruby coil and successfully completed the procedure using three new ruby coils and one pod8 coil. There was no report of an adverse effect to the patient.